Manufacturer narrative:
A ge service representative performed an on site investigation. The potentiometer was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed a "cassette blocked" error which resulted in a loss of film mode function and fluoroscopy. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.